Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had pain at the ipg site. The patient lost weight and began to experience pain. Surgical intervention was undertaken to replace the ipg with a different model. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.